Manufacturer narrative:
It was reported that the patient experienced a power disconnect alarm. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a power disconnect alarm involving (B)(4). During the power disconnect alarm, the logs recorded a false safety alert word (saw) value for this battery, indicating a cell under voltage. Failure analysis of the returned device revealed that the device met specifications; the device passed visual examination and functional testing. Functional testing revealed that all cell pairs were functional. As a result, the power disconnect alarm was most likely due to a communication error between the controller and battery. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a power disconnect alarm on the monitor during a clinic visit. Log files showed a faulty battery based on the safety alarm word (saw) bit code. (B)(4) was exchanged without reported patient consequences.